Manufacturer narrative:
The device was received with a damaged connector. However, the device passed functional testing with no isig anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his sensor is giving false readings and is not going off when it should. Customer does not recall any significant events leading to the error. Customer's blood glucose was fluctuating between 50 mg/dl and 120 mg/dl and his sensor glucose indicated 110 mg/dl to 120 mg/dl. Troubleshooting was done for range discrepancy but customer was advised to discontinue use of the sensor and that the device would be replaced and to return the product for analysis.